Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the following verbatim: it was reported: ¿about 11:30, pt returned from the restroom and reported leaking from the lowest port site of the ivfs that the cisplatin was connected to. Visible clear liquid was slowly dripping from the connecting texium lure into the port site. Tx paused. Pt escorted back to his chair while primary nurse examined connections and cleaned any possible chemo drips/spill and the lines. Crib sheet placed under the connecting lines. A second nurse examined the bathroom and cleaned up the minimal chemo spill. The charge nurse came in with the primary nurse. The primary nurse removed the ivfs from the pt's pac line, confirmed positive blood return, attached the cisplatin to the pac line, then attached the ivfs to the cisplatin's lowest port, and watched for leaking. No leaking observed and both nurses left pt. No defect noted to any connection port by primary nurse or charge nurse. Pt reported he didn't notice any leaking until using the restroom. Only 1 drop visible on the arm rest that could have collected when the pt returned to his chair.¿

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.